Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a white substance was seen coating the entire shaft of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder during use while entering the patient's vein. The following information was provided by the initial reporter: "a client was readied for a blood collection, using all proper technique, the collection was initiated. As the needle entered the client vein, a white substance, formed at the base of the needle and puncture site. A good look at the needle shaft indicated a white substance coating the entire shaft. A second unused unopened collection device was opened for comparison and showed no abnormalities."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/16/2020. H.6. Investigation: bd received 1 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally,all customer samples were evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that a white substance was seen coating the entire shaft of the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder during use while entering the patient's vein. The following information was provided by the initial reporter: "a client was readied for a blood collection, using all proper technique, the collection was initiated. As the needle entered the client vein, a white substance, formed at the base of the needle and puncture site. A good look at the needle shaft indicated a white substance coating the entire shaft. A second unused unopened collection device was opened for comparison and showed no abnormalities.".